Event description:
During troubleshooting of an unrelated issue, it was reported that the homechoice automated pd set with cassette had air bubbles in the patient line during fill one of four. The technical service representative (tsr) advised the hp to end therapy. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.